Event description:
No further event information available at the time of this report.

Manufacturer narrative:
One 3i t3® non-platform switched tapered implant 4 x 10mm (item #bost410) was returned for investigation alongside its cover screw. Visual inspection of the as returned product identified no visible evidence of significant wear, damage, or deformation. A device history review was performed and no related nonconformance¿s were noted. A complaint history search was performed using our complaint handling system and there were no additional related complaints against this lot. Appropriate documentation was reviewed. The product dimensions were measured with digital calipers and found to be within the specifications in the product's engineering drawing. Sterilization record was reviewed and verified to have passed all sterilization activities with no issues or nonconformities identified. A root cause for the complaint could not be determined with the information provided as the event cannot be recreated. Complaint is therefore non-verifiable. D4: (B)(4).

Event description:
The doctor indicated that the patient presented a pinching problem in the nerve with headaches, possibly caused by the implant according to the ear specialist. Tooth site #45 presented with inflammation and pain. The implant was removed (B)(6) 2019.